Event description:
This patient asymptomatic cardiovascular. In a routine exam a cardiac murmur was found and the echocardiogram shows an atrial septum defect type ostium secundum of 16mm diameter. Pt was sent for precutaneous closure of the defect and approved in decisions round at hospital. The patient was carried to cath lab and under transthoracic echocardiogram control, right heart catheterization was performed and an atrial septum defect was crossed with an j-extra stiff wire, 0.035" x 260cm. The defect was measured with a 28mm balloon and the defect was occluded at 24cc without shunt by the echo. Then a 10f introducer was advanced through the defect to the left atrium and a 26mm diameter amplatzer device was introduced. The left disc was opened and opposed to the septum with very good echo visualization, the right disc was then opened. Initially, the defect was occluded without shunt, however the physician saw some shunting in the posterior border by the echocardiogram then in the anterior border. Fluoroscopy revealed the device liberated and floating in the left atrium. The patient was asleep and asymptomatic. Some arrhythmias were present in the monitor and the echocardiogram showed the device in the right infundibulum. The physician tried to retrieve the device with a guidewire over a guiding catheter, but was not possible to cross the tricuspid valve in the retrograde way. The patient was carried to the operating room one hour later where the device was retrieved and the atrial septum defect of +/-2.5mm was closed with a pericardium patch. The post-op was normal and the patient was discharged on the fourth day.